Event description:
The customer reported that there were seeing a puddle of fluid under the their unit. The customer confirmed that the puddle had disinfectant in it and that they use cidex opa. The customer stated that there were no physician complaints reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse found the unit with the "opa tank" cracked at the heater well. He replaced the "opa tank" and tested the unit. The unit met specifications.